Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. No further complaint investigation is necessary as CAPA (B)(6), was opened to address this issue. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. Electrical failure ¿ design. The device is used for treatment purposes.

Event description:
It was reported that there were defective pcu (8015) keypads not functioning, and one resulting in the device not powering on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. There was no reported patient involvement. H3 other text : no device will be returned per customer.

Event description:
It was reported that there were defective pcu (8015) keypads not functioning, and one resulting in the device not powering on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
The customer complaint was confirmed. The root cause of this failure was identified. No device will be returned per customer.

Event description:
It was reported that there were defective pcu (8015) keypads not functioning, and one resulting in the device not powering on. There was no patient harm. The issues were noted prior to patient use.